Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. At this time, it cannot be determined how the device may have caused or contributed to the surgeon's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, the surgeon was attempting to use an opes 90° toothbrush aspirating ablator during use, the surgeon experienced an electrode shock in his hand through the coolcut hand piece. The case was completed using the same device with no further issues.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect device evaluation. Device history record review revealed nothing relevant to this event. Complaint not confirmed. The evaluation of the complaint device did not reveal anything relevant to the event. The cause of the event cannot be determined. This is the first complaint of this type for this part/ lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that during a rotator cuff repair procedure, the surgeon was attempting to use an opes 90° toothbrush aspirating ablator during use, the surgeon experienced an electrode shock in his hand through the coolcut hand piece. The case was completed using the same device with no further issues.